Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt's mother reported the infusion device keeps placing itself into stop mode. Mother stated the incident happened around midnight, and then again at 5:00 am. Mother reported they only realized the issue due to a slightly elevated blood glucose result. Mother stated they simply checked the infusion device to ensure it was on. Mother reported there were no error or warning alerts given; it was just on the stop screen. Mother stated there are also issues with condensation in the insulin cartridge as well. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.